Manufacturer narrative:
(B)(4) during a procedure, it was reported that the tip of lasso nav eco variable catheter showed an abnormal appendix, some kind of polymer. No normal behavior was noted while opening and closing the loop of the catheter. The catheter was changed and the procedure was completed successfully. There were no patient consequences. On march 20th, failure analysis lab found light brown foreign material on the pu ball tip and spine cover. This condition was reviewed and determined for this complaint to became reportable, due to the potential risk to the patient. During visual inspection, the foreign material was noticed close to electrode # 1. A fourier transform infrared spectroscopy (ft-ir) test was performed for this foreign material. The ir spectra obtained showed that material had a biological composition similar to the one shown by human tissue. However, it remains unknown the root cause of the material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent foreign material from leaving the facility the customer complaint was confirmed.

Event description:
During a procedure, it was reported that the tip of lasso® nav eco variable catheter showed an abnormal appendix, some kind of polymer. No normal behavior was noted while opening and closing the loop of the catheter. The catheter was changed and the procedure was completed successfully. There were no patient consequences. On (B)(4), failure analysis lab found light brown foreign material on the pu ball tip and spine cover. This condition was reviewed and determined for this complaint to became reportable, due to the potential risk to the patient. Awareness date changed from (B)(4) 2014.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).